Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the ipg met or exceeded 75% expected longevity. There is no device malfunction.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-07050. It was reported that the patient's ipgs were inoperable. It is unknown when the patient lost therapy. Surgical intervention was undertaken wherein the ipgs were explanted and replaced. Effective therapy was established post operatively.